Event description:
A malfunction alarm was reported while the pump was being updated. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump, but the malfunction code reoccurred. Consequently, technical support decided to replace the pump, and the customer was instructed to use mdi as a backup therapy to ensure continuous insulin delivery. The pump was within warranty, and the customer was informed to return it using a pre-paid label. Instructions on placing the pump into storage mode were provided, and the customer understood and acknowledged these steps.